Event description:
During the surgical procedure, the saw blade broke. The portion of the blade that attaches to the power equipment snapped off. The surgeon was using the equipment with the capabilities of the equipment.